Manufacturer narrative:
Evaluation summary: the reported condition of fail code 703 was confirmed. Typically, this failure is associated with the user interface module communication with the pump head module.

Event description:
The facility reported a fail code 703. Info was not provided regarding whether or not the failure ocucrred during a pt infusion. Although baxter attempted to obtain information, details were not available regarding additional contact info, pt demographics, medication involved, or pump programming. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.